Manufacturer narrative:
A direct correlation between device and the report of the patient experiencing nausea/vomiting, concern of transient power elevations and pump thrombus could not be conclusively determined through this evaluation. Review of the system controller log files submitted at the time of the event revealed that the recorded data was unremarkable. No atypical alarms were captured in the log files and the pump speed remained above the low speed limit for the duration of the log file. The device remained implanted with the patient ongoing on vad support until (B)(6) 2017 when a pump exchange was performed due to suspected thrombosis (medwatch MFR report # 2916596-2017-02582 for the pump exchange event). Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with complaints of nausea/vomiting and concerns of transient power elevations and pump thrombus. No further information was provided.